Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, disability and impairment.

Manufacturer narrative:
The device remains implanted. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "complications associated with the proper implantation of the align to urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant. Perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant." (B)(4).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced overactive bladder, urinary frequency, urgency of urination, weak muscle, cannot control urge to void, cannot make it to the toilet, recurrent cystitis (inflammation), vaginal and groin pain, discomfort, pain palpated on right side, palpable graft edge, graft erosion on posterior wall, dyspareunia, injury to peripheral nerves of the pelvic girdle and lower limb, foreign body left in body during procedure (foreign body in patient), urinary urge incontinence, buttock and groin discomfort, pelvic floor weakness, leaks, pelvic, outer thighs and under buttocks pain, feeling tired all the time, chronic fatigue, urinary incontinence, mild asymptomatic cystocele, paravaginal defect, incomplete uterovaginal prolapse, feels pulling and stretching in pelvis (foreign body sensation), stretching pain while lifting, pain at perineal body soreness right buttock, obturator nerve injury caused chronic groin pain, inability to have intercourse due to pain, pelvic floor physical therapy, biofeedback, nerve blocks, unusual position to void, voiding dysfunction, mesh exposure, urine retention, obstruction, neuropathic pain, recurrent pelvic organ prolapse, urethral hypermobility and hypermobile urethrovesical junction, nocturia, urine loss with urge, muscle wasting and atrophy, patchy erythema, cystitis cystica, abnormal voiding and required nonsurgical interventions.